Event description:
It was reported that during implant of an elevate anterior graft a "button hole" occurred during placement of the arms. The patient reported "post-operative pain" and was taken back to surgery to have the hole closed. It was indicated that following this procedure the "pain resolved." No add'l patient complications have been reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow up report will be sent.